Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Results: a sample or photo was not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a patient was using an unspecified bd syringe (customer can't remember if it was an integra or precisionglide) when it broke off into his body. He went to the ER and believes he had x-rays. The next day the needle was removed surgically without complications.

Manufacturer narrative:
Initial MDR was submitted with unknown catalog and device number. Additional information provided by customer now determines the manufacturing site to be canaan. Investigation: DHR review for batch 7053967 (p/n305272): manufacturing dates: 04/08/2017 to 04/09/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7053967 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed.

Event description:
It was reported that a patient was using a bd integra¿ syringe with detachable needle when it broke off into his body. He went to the ER and believes he had x-rays. The next day the needle was removed surgically without complications.